Event description:
This event was captured based on review of the article: three-year follow-up after treatment of bare-metal stent restenosis with first-generation or second-generation drug-eluting stents. It was reported that this single center study which ran from june 2003 to june 2009 consisted of 264 consecutive patients with bare metal stent in-stent restenosis with implantation of 75 of the patients with xience v stents. Clinical outcomes were as follows: 27% major adverse cardiovascular event (including death, myocardial infarction, and target lesion revascularization); 16% target vessel revascularization. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2012. Date of implant estimated as (B)(6) 2003. (B)(4) - indication for use. There were no reported product deficiencies. The reported patient effects of myocardial infarction and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events of coronary stenting procedures. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article: three-year follow-up after treatment of bare-metal stent restenosis with first-generation or second-generation drug-eluting stents.